Manufacturer narrative:
Correction: section h6: investigation conclusions corrected from "cause not established "cause traced to component failure".

Event description:
It was reported that the patient was asymptomatic. It was noted that backup vvi was observed on the implantable cardioverter defibrillator (ICD) via remote transmission. The cause of the backup vvi was unknown. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was in back-up vvi operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode vvi due to event queue overflow reset consistent with a radio frequency (rf) module anomaly. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, sensing, and high voltage (hv) output functions of the device were tested and found to be normal. Back-up operation mode was not reproduced.